Manufacturer narrative:
(B)(6) (B)(4). Neither device nor applicable imaging studies available. Hence we cannot draw any conclusion as yet. Although it is unknown whether our device caused the adverse event, we are filing this report for notification purposes.

Event description:
It was reported that patient underwent cervical posterior fusion at c3-c7 (left: c3-c6, right: c4-c7) on an unknown date. Postoperative infection was observed and revision surgery was performed to remove implants and the patient was treated with drainage and debridement to calm down the infection.